Manufacturer narrative:
Device is combination product. (B)(4).

Event description:
It was reported that during a percutaneous transluminal coronary angioplasty procedure stent damage occurred. Vascular access was obtained via the femoral artery. The 2.75x30mm, de novo, concentric, target lesion was located in the moderately tortous and moderately calcified left anterior descending (lad) artery. The lesion was predilated with a non-bsc balloon catheter. A 38 x 2.75mm taxus liberté drug-eluting stent was advanced but encountered resistance at the tip of the guide catheter. While pushing hard, the stent was damaged. The procedure was completed with a different device. No patient complications were reported and the patient is stable.

Manufacturer narrative:
Device evaluated by MFR.: the taxus liberte catheter was received with the hypotube completely separated in three (3) pieces. A non-bsc guidewire was received inside the lumen of the catheter. The balloon was tightly folded and there was no indication the balloon was subjected to positive (inflation) pressure. The stent was centered between the markerbands and securely attached to the balloon. There was no damage to the stent. There were multiple kinks throughout the entire length of the catheter. The proximal section consisted of the hub and a 13cm length of hypotube extending from the strain relief. The mid-section of the hypotube measured 17cm from fracture surface to fracture surface. The distal section consisted of a 94cm length of hypotube extending from the fracture surface to the guidewire exit notch. The hypotube fracture surfaces were ovaled, which suggests the device was kinked prior to separation. The total working length of the catheter was measured and was within specification. Functional testing could not be performed due to the received condition of the device. There was no evidence of any product quality deficiencies contributing to the damage found on the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical and/or procedural factors. (B)(4).

Event description:
It was reported that during a percutaneous transluminal coronary angioplasty procedure stent damage occurred. Vascular access was obtained via the femoral artery. The 2.75x30mm, de novo, concentric, target lesion was located in the moderately tortuous and moderately calcified left anterior descending (lad) artery. The lesion was predilated with a non-bsc balloon catheter. A 38 x 2.75mm taxus liberté drug-eluting stent was advanced but encountered resistance at the tip of the guide catheter. While pushing hard, the stent was damaged. The procedure was completed with a different device. No patient complications were reported and the patient is stable.